Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to the FDA within 30 days of its conclusion.

Event description:
Leaking at hub.

Event description:
Leaking at hub.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample. To its luer lock hub a microclave was connected. During examination we found that the catheter was totally blocked with dried tpn. We tried to free the catheter by putting it in warm water for 30 minutes but did not succeed to flush with a 10 ml syringe. During microscopic examination we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. A review of the batch history records for 230920gh was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: as the catheter worked well for 36 days before leakage occurred, we do not believe this defect is a manufacturing related. In addition, the product's IFU states "do not use the catheter for more than 29 days. Therefore, no further corrective action will be initiated at this time.